Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found pinch valve pv37 tubing caused the reported leak and replaced the pinch tubing in pv37 to resolve this leak. The system was verified and validated. (B)(4).

Event description:
The customer reported a fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer onto the counter. The leak was contained within the instrument, and the customer requested a service visit. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.